Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol_(B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The hub of the ultrathane mac-loc locking loop multipurpose drainage catheter came off the nephrostomy catheter while being utilized by the patient. An added procedure was done to replace the device.